Manufacturer narrative:
Previously reported on pr (B)(4) with MDR 3003832357-2023-00143 . Device investigation is still in progress . Device investigation will take place on pr (B)(4).

Event description:
It has been reported to philips that the screen calibration is off. Multiple attempts to re-calibrate, re-boot, and re-flash have not resolved the issue . A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.